Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow-up, the right ventricular (rv) lead was observed to be dislodged via diagnostic imaging. During an unrelated procedure, the rv lead was attempted to be repositioned, but the stylet was unable to be inserted into the rv lead. The rv lead was explanted and replaced. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events were lead dislodgement and failure to advance with a stylet. The reported event of stylet failure to advance was confirmed. As received, only the distal portion of the lead was returned in one piece for analysis. A test stylet could not be inserted due to excessive blood inside the inner coil at the distal portion. The cause of the failure to advance the stylet was due to excessive blood inside the inner coil. Visual inspection revealed the helix to be retracted and clogged with blood. After cutting the partial lead, cleaning the distal region of the partial lead and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length measured was within specification.